Event description:
A malfunction alarm was reported, and technical support assisted the customer with resetting the pump. There was no reported adverse impact on the customer¿s blood glucose level. After the pump was reset, the malfunction code did not recur.